Event description:
On 26.05. After the patient's surgery, there was a first incident with the respirator. The patient was sedated and calmly ventilated in asv mode. The respirator went into self-test mode on its own without giving an alarm. After that, the device continued to ventilate independently in asv mode. Only now is there an alarm due to too low a minute volume. After the minute volume has returned to normal by itself the device continued to work normally. The next incident occurred on 27.05. The ventilator also went back into self-check and remained there for a few minutes. The respirator could not be operated during this time. Only the pulling of the power plug stopped, under permanent alarm, the incident and the device went out. The pat. Had to be reventilated with a ventilator bag while the device was replaced. With the new ventilator there were no further errors.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  In this case (B)(4) the ventilation continued, and the connection loss only concerned the interaction panel (ip). The root cause of the "panel connection loss" is a hardware failure. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in cer 82488 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in (B)(4) as it will be deemed a reportable event.